Manufacturer narrative:
Evaluation statement: the reported event of devices with hairline cracks was confirmed by the tpc during a site visit, however the cause of the cracks was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Display board- segment dim. During a recent site visit from a bd representative, it was reported that 11 of the 26 lvp were observed showing small hairline cracks. There was no report of patient involvement. During the site visit it was "observed that central supply and clinical staff clean the alaris system with pdi af3, an unapproved cleaner which will cause the plastics to crack and break. The hospital system is currently working on switching to pdi super sani cloth wipes. They are in the final stages of implementing this change".